Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/28/2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted in the arm on 08/17/2016. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g4 system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g4 system is not approved for other sites. If placed in other areas, the dexcom g4 system may not function properly. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.